Event description:
A surgeon reports that following intraocular lens implant surgery, the pt is experiencing a dark shadow. The association between this event and the iol is not known. Additional info has been requested.